Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The device was received with minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose. The blood glucose level was 500 mg/dl at the time of the event. The patient used a new vial of insulin and also checked the meter. The current blood glucose reading is 383 mg/dl. No further information was provided.